Manufacturer narrative:
Additional information provided in sections. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results environmental, utility, bioburden records sanitization records. Sterilization cycles product was compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. Product glass bottles and the stoppers are made from silicone; the product is filled on line 21. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. Root cause for the complaint condition could not be determined. Potential root causes: solution quality issue ¿chemistry and microbiology data must meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. The product labeling provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via literature source regarding the surgical outcome of vitrectomy for bullous schisis cavity hanging over or threatening the macula in patients with (congenital x-linked retinoschisis) cxlrs and evaluated surgical techniques, including iwr, and the use of intraocular tamponade. The sixth patient in the study underwent a combination of lens-sparing vitrectomy, inner wall retinectomy using ophthalmic tamponade , the patient required an additional surgery for the removal of silicon oil tamponade. This is one of six reports for the sixth patient (od) involved in the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6), efficacy of inner wall retinectomy for bullous schisis cavity hanging over or threatening the macula in patients with congenital x-linked, retinoschisis. Retina. 43, 64¿71, 2023. The manufacturer internal reference number is: (B)(4).